Event description:
It was reported that the ventilator generated technical error codes indicating turbine module over-voltage error and several power errors. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) due to switching off issue. Both dc/dc & battery control printed circuit board (pcb) and the on/off switch was found to be defective and the fse resolved the reported failure by replacing them. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The main functions for the dc/dc & battery control pcb are: on/off control. Control charging/discharging of the battery modules. Switch to battery power supply when mains power/external 12 v battery is lost, and control switching between mains power and external 12 v battery. Control of main fan through one thermistor on pc 2020, and one on pc 2028. Control of o2 evacuation fan through a thermistor on pc 2030. Supply required internal voltages. Connects the user interface control cable. The pcb and on/off switch was sent for further investigation. Visual inspection of the returned parts revealed no abnormalities. Then a simulated test with over a week didn't reproduce the reported issue. Several pre-use checks was done before, under and after. Our conclusion is that the device failed to meet its specifications during the reported event. Since the issue could not be reproduced at the manufacturer site, confirming a specific component failure was not possible. However, based on the available information and device logs, it is likely that the dc/dc & battery control pcb caused the reported issue due to a random component failure.

Event description:
Manufactures reference ID: (B)(4).